Manufacturer narrative:
Evaluation in progress, but no concluded.

Event description:
During cardiopulmonary bypass, the centrifugal pump disconnected. The motor was replaced and the perfusionist proceeded with the case. There were no reported adverse consequences to the patient as a result of this event.